Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 39286-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that after the patient had the implant, she got ill with ¿bed on the buttocks¿, and the implantable neurostimulator (ins) had been off since january/ten months until a couple of months prior to report. The caller noted that the healthcare professional (hcp) confirmed that the illness was not related to the pain stim. Since the ins was off for a while, and charged back up, they had been having trouble charging the ins. The caller noted, ¿it worked for a while and then could not get it going anymore.¿ in addition, the patient programmer would not communicate with the ins for a couple months. During the call, the caller had a difficult time getting coupling bars on the recharger screen. However, after troubleshooting, the caller was able to get all the coupling bars on the recharger screen. There was also a problem with the patient programmer. The caller used the patient programmer to sync with the ins during the call. The patient programmer showed the poor communication screen with and without the antenna. The caller reported that the ins was charged every other week or two weeks. Later, the caller stated that the patient went to a doctor¿s office where they were seen by a manufacturer's representative. The issue was resolved and the patient was able to charge normally. The caller did not know the name or date of the appointment, but she repeated that the issue was resolved.